Event description:
This event was reported as mitral valve insufficiency grade iii, echo showed extreme paravalvular reflux. Intraoperatively valve seemed intact, no degeneration, no paravalvular leak. No further info was provided.